Event description:
An elderly patient suddenly became unresponsive while driving his truck. The patient underwent CPR and was brought to the hospital. The patient was placed on hypothermia protocol. The patient was cooled and maintained for 24 hours. The patient was rewarmed per protocol for 12 hours. Nursing noted that the patient had blisters on his right posterior calf.